Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that when the surgeon commenced phacoemulsification(phaco), it was noticed that the phaco tip was blocked. She indicated they changed phaco tip and completed the cataract procedure. There was no harm to the patient. The product sample is available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No phaco tip sample was returned for evaluation for the report of the tip being blocked; therefore, the condition of the product could not be verified. Only a phaco wrench and an empty pak were returned. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a phaco tip sample was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no phaco tip sample was received to determine a root cause. (B)(4). The manufacturer internal reference number is: (B)(4).